Event description:
It was reported that a female patient was revised from a broken variable angle condylar plate and intact screws to the device of a competitor on (B)(6) 2015. Approximately four months ago, the patient underwent an open reduction and internal fixation of a left femur fracture using synthes plate and 13 total screws (unknown quantity cortex and locking screws) with eight screws in the shaft. Post-operatively, the patient was non-weight bearing for four months; she subsequently resumed weight bearing and the plate broke in the shaft. It was reported that the patient was in the early stages of delayed union. The devices were removed easily without additional intervention. All explanted screws were reported to be intact. This report is for an unknown quantity of unknown locking screws. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient age and weight were not provided by reporter. This report is for an unknown quantity of unknown locking screws. Part and lot numbers were not provided by reporter. The exact date of implant is unknown but was reported as approximately four months prior to (B)(6) 2015. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.